Event description:
The customer reported that the lamp on his olympus evis exera ii xenon light source was not turning on. According to the initial reporter, this event was found during a general maintenance check of the device. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The main lamp was not igniting due to a defective power supply. Additionally, it was noted that the spare lamp indicator was blinking during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿main lamp does not light up¿ was confirmed. It was determined that main lamp did not light up and the spare lamp indicator was blinking due to the faulty power supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.